Manufacturer narrative:
Additional information/device evaluation summary: a portion of the catheter was returned. Analysis found ¿non-significant indent in seal ¿ did not affect infusion.¿

Event description:
The patient experienced a slight increase in tone. On (B)(6) 2014, an x-ray was performed and showed a catheter break at the distal end. The pump dose of lioresal was lowered prior to explant; however, no change in tone was noted. A revision was not performed as the patient¿s family opted to stop therapy and wanted the entire system removed. On (B)(6) 2014, the pump was explanted and the catheter was partially explanted. Part of the catheter remained in the intrathecal space with the tip at t12. The patient was no longer receiving intrathecal lioresal, was doing ok and had recovered without permanent impairment. It was unclear if the device was being returned or if it had been discarded.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).